Event description:
Additional provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. Functional and visual testing was performed on the pump to verify the reported complaint of "the pump gives constant error". The pump failed the downstream occlusion test and the high-pressure calibration. The analysis revealed that the cassette was also alarming that the cassette is not attached properly. Further investigation of the pump and determined that the downstream occlusion sensor was the cause of the issue. The downstream occlusion sensor will be replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave constant cassette error. No adverse effects were reported.